Event description:
(B)(4)

Manufacturer narrative:
The device was received by resmed (B)(4) technical service for evaluation. The device is currently being returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).